Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. During the procedure fluid loss was noted as the device had a large air bubble in the pump and the reservoir was empty. The leak was caused due to a break in the outer layer of silicone in the cylinders. The surgery was successful and the patient did not experience further complications.